Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. One used 6 fr angio-seal vip device was received for product evaluation. The arteriotomy locator, polyfoil pouch, and guide wire were returned with the device. The returned component was subjected to visual analysis. Dried blood-like substance was present on all returned components. No other gross visual anomalies were noted with the arteriotomy locator or guide wire. The polyfoil pouch was partially open. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip.

Event description:
The user facility reported after the physician's procedure, when he confirmed the region was the right common femoral, the deployment steps of the angio-seal device was applied by the physician. After hearing first click, it was pulled back holding the device cap, and the click was heard. Then, when the physician was pulling back on the system, the device was displaced from the artery. Hemostasis was achieved by manual compression. There was no harm to the patient. Additional information was received on march 21, 2018. There was not any other devices or equipment used with the angio-seal. There was no blood loss. When the angio-seal was moved out from the vessel, they immediately compressed the femoral region.